Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation was confirmed that the tip of the grasping surface was deformed and peeled. Also the metal part was exposed. When the output was activated with this device, ultrasonic output warning lamp didn't light up. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. This type of the damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the grasping surface becomes severely worn and metal part becomes exposed due to the continued activation of output while the grasping section is closed without grasping any tissues. The instruction manual of this device indicated below. Do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface. If the ultrasonic output stops during the procedure, the ultrasonic output warning lamp of the generator (sonosurg-g2) lights up and a warning tone sounds. Immediately remove the insertion section from the patient, and inspect it according to the instructions given in section 8.2, "when the ultrasonic output warning lamp lights" on page 83. Otherwise, detachment of the probe tip may result.

Event description:
When the subject device was used during a laparoscopic cholecystectomy, ultrasonic output warning lamp lighted up on the front panel of sonosurg-g2 set that was used together. The procedure was completed with this device, and there was no patient injury reported. It was confirmed that the tip of the grasping surface was deformed and peeled on (B)(6) 2015. Also it was confirmed the metal part was exposed on (B)(6) 2015.